Event description:
Related manufacturer reference number: 3006705815-2024-02006it was reported that the patient experienced high impedance due to a big fall. X-ray imaging revealed that one lead was completely pulled out of the epidural space and one lead was fractured. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein the leads were explanted and replaced to address the issue.